Event description:
It was reported that a new ilet user experienced a low blood glucose after a lunch meal announcement during the system¿s learning period, then self-treated with peppermint candy and peanut butter toast and subsequently experienced a high blood glucose; this represented user handling issues consistent with improper or incorrect procedure or method, and no device component was implicated. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included the need for oral glucose intake as an unexpected medical intervention; there was no serious injury. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.